Event description:
A surgeon stated a pt with an "excellent outcome" following bilateral intraocular lens (iol) implant surgeries reports "waxy vision". There are two medical device reports being filed for this pt; this report is for the right eye. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 12/01/2009 and 12/02/2009 by phone, fax and mail. A completed questionnaire has not been returned. (B) (4). (B) (4). (B) (4).